Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: a review of the black box showed the boluses for each day correctly matched the total daily dose bolus history. A manual suspension, and resume were performed. A manual 10 unit audio and 10 unit normal bolus were performed, and recorded accurately in the bolus history. The bolus total daily dose correctly showed 20 units. The pump was run for 24 hours at a 1 unit per hour basal rate and at the end of testing the basal history correctly showed 1 unit and the total daily dose showed 24 units. No hypersensitive or stuck keys were found. The complaint of the bolus totals calculating a greater than five percent discrepancy was unable to be duplicated.